Manufacturer narrative:
The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected; seroma - late.

Event description:
Physician reported via regulatory agency that ¿the patient had been treated for a presumed infected implant with localized skin changes in the upper inner quadrant and inflammation with an effusion (mostly localized) the patient was listed for implant removal as part of the treatment. At operation there was old hematoma found with a thickened capsule, so a full capsulectomy was undertaken. This was sent for routine histology as we are a cancer center, but lymphoma was not expected. It was an unusual presentation (t2b). No organism was identified.¿ reason for removal was stated as ¿anticipated as infection but later found to be alcl¿. Affected side is right. Pathological markers confirming alcl have not been received. The device has been explanted.